Event description:
A report was received that the patient underwent a revision due to discomfort at pocket site. The physician relocated the ipg and the patient is reportedly doing well following the procedure.